Event description:
It was reported that during a coronary drug eluting treatment procedure, the stent dislodged from the balloon. The first stent (type unknown) was successfully placed in the cx. A 2nd stent, the taxus express2 was going to be placed proximal to the 1st stent. The physician manuevered the catheter into the 1st stent and got stuck. The physician then pulled back on the catheter which caused the 2nd stent (that was attached to the delivery device) to come off. The physician proceeded to take a balloon down the original wire and deploy the stent in the position where it had embolized. There were no pt complications or injuries reported.